Event description:
Literature article received: this report is being filed after the subsequent review of the following journal article, klug, r.a., et al. (2007). Rupture of the flexor pollicis longus tendon after volar fixed-angle plating of a distal radius fracture: a case report. J hand surg 2007;32a:984-988. This case was reported about a 59-year old, right-handed female who had a fall onto an outstreched arm and sustained a comminuted intra-articular fracture of the left distal radius. She had successful volar fixed-angle plating of the fracture at an outside institution using a synthes titanium volar distal radius plate (item no. 442483; synthes, (B)(4)). 13 months after volar fixed-angle plating of the fracture, the patient experienced a complete rupture of the flexor pollicis longus tendon. This is report 1 of 1 for (B)(4). This report is for unknown synthes titanium volar distal radius plate and refers to pain and weakness in the left wrist and the development of complete inability to actively flex the interphalangeal joint of the left thumb. It also refers to a complete rupture of the flexor pollicis longus tendon.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Klug, r.a., et al. (2007). Rupture of the flexor pollicis longus tendon after volar fixed-angle plating of a distal radius fracture: a case report. J hand surg 2007;32a:984-988. This report is for unknown synthes titanium volar distal radius plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.